Event description:
According to the reporter, prior to use, the device did not activate. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the insulation at the tip of the jaws had chipped off. Piece of insulation was not found/not returned. The tagscan revealed the device was used past the recommended use count

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found the device's jaw opening and closing mechanism was functioning properly. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was plugged in and detected by both generators. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a damaged/ missing insulation. The product analysis noted evidence that the device was not used as intended. Analysis found that the insulation at the tip of the jaw was broken, consistent with the failure mode cause by off label use with excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. This device cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse and is therefore intended for single use. If information is provided in the future, a supplemental report will be issued.